Event description:
Despite reprogramming and meeting with engineers the patient was not satisfied or able to get relief since implant. The entire system was removed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.